Event description:
It was reported that a customer experienced a pump malfunction after visiting an amusement park with high-gravity roller coaster rides. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.